Manufacturer narrative:
The reported event was confirmed as user related. The sample was evaluated and observed heavy salt accumulation in the drainage lumen and near the drainage eye causing blockage which made it difficult for water to flow through. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter"

Event description:
It was reported that there was urine leakage from the catheter and the user was unable to deflate the balloon when trying to replace the catheter. The operator cut the catheter according to the instructions and used a guidewire, however the user was still unable to deflate the balloon. On the next day, when pushing the drainage lumen of the catheter with a stylet, the operator felt that there was calculi in it, however the situation did not improve. After that, the user could remove the catheter as the balloon deflated. The user confirmed there was a hole on the removed balloon, which seemed to have been perforated with a guidewire on the day before.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was urine leakage from the catheter and the user was unable to deflate the balloon when trying to replace the catheter. The operator cut the catheter according to the instructions and used a guidewire, however the user was still unable to deflate the balloon. On the next day, when pushing the drainage lumen of the catheter with a stylet, the operator felt that there was calculi in it, however the situation did not improve. After that, the user could remove the catheter as the balloon deflated. The user confirmed there was a hole on the removed balloon, which seemed to have been perforated with a guidewire on the day before.